Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, the device¿s valve seal was damaged. Another device was opened and used to complete the case. There was no patient injury.